Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. A review of the logs identified error 48221. A visual inspection of the 30-degree endoscope plus identified cosmetic damage. Inspection of the endoscope cable integrated connector revealed discoloration of the connector housing. The endoscope cable integrated connector was found to have a printed circuit assembly (pca) board with a missing electrical contact. A minor cut in the cable insulation was observed in zone c near the endoscope housing. The endoscope housing exhibited faded and/or removed laser markings. During friction testing using a screening aid to manually rotate the adapter, the camera instrument adapter did not rotate properly and audible noise was detected, confirming binding. Mechanical damage was observed on the distal tip of the endoscope. Inspection of the distal end revealed a cracked distal window. Further inspection identified a broken or detached piece of the distal window at the distal tip, creating the potential for the fragment to dislodge. The endoscope was tested on an in-house system for cable functionality and failed due to a wahoo paddleboard (wpb) defect. The endoscope was analyzed, and the findings did not replicate or confirm the customer reported event. The probable root cause of the cracked distal window is most commonly attributed to user-related damage, such as inadvertent impact with hard surfaces, dropping the endoscope, or improper cleaning practices during reprocessing. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable. The probable root cause of missing electrical contact(s) from the pca board on the endoscope cable integrated connector is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause is attributed to an electrical issue with the endoscope cable. The electrical issue is related to wpb defect.

Event description:
It was reported that during central processing, the 30-degree endoscope plus had no power. No known impact or patient consequence was reported.